Manufacturer narrative:
Pt demographics were unk. Device manufacture date was unk as no lot number was provided for the device. The device malfunction was confirmed and directly related to the reported event. Eval of the returned screw found that the damage was consistent with user handling. A replacement part was sent to the site and the issue was resolved. The pt was reportedly doing well.

Event description:
A medtronic rep called in to report that a screw from the external passive biopsy kit broke off in the pt's skull. The surgeon was able to get all of the screws out except for the very tip of one. The pt has recovered and was reportedly doing fine.